Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/26/2019.

Event description:
The customer reported that the ventilator produced the "oxygen pressure sensor range error" and "oxygen not available" diagnostic codes. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Although requested, the patient's information was not provided.

Manufacturer narrative:
Date received by manufacturer: 31oct2019. Date of report: 18nov2019. The replaced da pcba (data acquisition printed circuit board assembly) was returned and failure investigation was performed on (B)(6) 2019. It was determined that contamination of certain capacitors caused the customer's reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 04 sep 2019. Date of report received: 11 sep 2019. The customer reported that replacing the da pcba (data acquisition printed circuit board assembly) resolved the problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.